Event description:
On (B)(6) 2019, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient experienced fainting, weaknesses, stomach deformation, and difficulty mobilizing peg. On an unknown date the patient was hospitalized. The patient underwent a gastroscopy that revealed a stomach ulcer. Lab tests were performed that showed a hematocrit of 25 and the patient's blood pressure decreased. On (B)(6) 2023, transfused a bottle of blood. The patient was treated with nexium 40mg, sucralfate (pepto norm sachs), for 2 months oral treatment with madopar ¾ x5. On (B)(6) 2023 the patient was discharged home. On (B)(6) 2023 the patient went back to the hospital for corrective action of tubes. Nurse's visit the hospital for tube removal. Peg tube 15 fr was replaced due to age. Unsuccessful attempt to forward new intestinal tube due to stomach distortion from the ulcer reported. It was reported that the treating physician decided to attempt the placement of intestinal tube later (in approximately 2 months) provided that he has a better image based on the ulcer. The materials were discarded by the gastroenterologist.

Manufacturer narrative:
Reference record (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was removed from the patient and was discarded; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.